Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead p-wave under-sensing noted. The ra lead remains in use. No patient complications have been reported as a result of this event.